Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported surveillance does not trigger any audio alarm tones at the central station. The visual inops were displaying. There was no allegation of patient involvement.